Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
The account alleges that as the provider was moving from basket to flower after isolating the ripv in preparation to move to the rspv, the guide wire was was no longer retracting into the catheter. The provider advanced the guide wire and move into nominal position. Then attempted to retract the guide wire and after nearing the tip of the catheter the wire got stuck and would not retract or advance. At this point they removed the catheter from the body and tissue was noticed on the wire. The provider removed the tissue and attempted to move the wire but it still was not advancing or retractable into the catheter. The wire and the catheter was replaced and the procedure was completed.